Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 599 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. Insulin did not exit the tubing during the first prime test, but after the customer changed the infusion set, insulin exited the tubing and the prime test passed. The insulin pump also passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.